Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 that a pairing failure between the smart device and transmitter occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. The share log was reviewed and the discovered the smartphone was unable to detect the transmitter. Confirmation of the complaint was confirmed. The probable cause was determined to be signal loss. The reported issue of pairing failure is reportable based on the finding of permanent connection loss.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a transmitter failed error was not confirmed. A probable cause could not be determined. No additional patient or event information is available.